Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to high gradient. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve. The procedure concluded with no issue.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 3000 pericardial aortic valve underwent valve-in-valve intervention after an implant duration due of 18 years, six (6) months due to high gradient. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve. The procedure concluded with no issue.